Event description:
The biomed technician called baxter technical service on (B) (6) 2009. The biomed technician reported an infusor pump that was overinfusing. The technician was testing the pump and the pump was underinfusing. The technician then replaced the batteries and programmed the pump. The pump then overinfused. The pump was programmed at 100 kg with a flow rate of 60 ml per hour. The pump delivered 64-65 ml per hour. The second programming was set at 100 kg with a flow rate of 60 ml for 25 min. The pump delivered 17-18 ml per 25 min should have delivered 15 ml. This was found during bio-med testing. No additional information is available.

Manufacturer narrative:
(B) (4)the device has been requested for evaluation. Should the device be received and an evaluation performed, a follow-up report will be filed.

Event description:
It was reported that during a thyroidectomy procedure, the clips would not hold after placing. The clips were delivered but wouldn't hold and fell into the patient. The clips were removed and a new applier of a different lot number was used successfully. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4) customer reported an overinfusion on this pump in error. The pump has not been received for evaluation.